Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The reported events wound dehiscence and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "the implant was exposed", "silicone gel came out of the wound".

Event description:
Healthcare professional reported left side rupture, "the implant was exposed and had to be removed", "silicone gel came out of the wound". Device has been explanted.

Event description:
Healthcare professional reported left side rupture, "the implant was exposed and had to be removed", "silicone gel came out of the wound". Device has been explanted.